Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to philips volcano policy. There was no patient involvement at the time of the incident. Additional information obtained indicated because the core mobile was not powering up, the user checked the core mobile power cord connections. The user was mildly shocked when the user attempted to reseat the power cord at the core mobile power cord ac inlet connection. A second portable system was on site was used to start and complete the patient procedure without incident or harm. The manufacturer's rep. (Rep) checked the system but could not reproduce the issue. The system powered up and shut down on command. The rep did indicate no ground was detected during the leakage test using an electrical safety tester, and when the power cord is wiggled the printer will power up. The rep advised the site not to use the system until one of the manufacturer's field services engineers (fse) could perform an inspection of the equipment and repair the system as required. The device was not returned to the manufacture but is on site at the user facility. It was inspected and analyzed on site by a trained field service engineer from the manufacturer. The fse visited the site and observed power issues when the power cord was moved. After removing the power plate, it was found the system power cord had been pulled out of the clamp and was barely connected to make a connection. No sparks or shocking was detected; but the printer would power on and off, causing a sound which was mistaken for an electrical arcing sound. The system was repaired by reseating the plug, tightening the clamp, and reinstalling the power plate. The power cord was zip tied to the center screw bracket to prevent recurrence. A service checklist and electrical safety check were performed after the repair and it was reported the system operated as intended. The probable cause of the shock was due to the loose connection. The ac inlet connection in question is underneath the device and not visible. It appears the user reached underneath the device to try and check the connection while it was in the "on", not "off", mode, resulting in a mild shock due to the loose connection.

Event description:
It was reported a user was shocked by the core mobile system. There was no impact or consequences to the user, who is performing daily duties with no signs of injury.